Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device broke inside the patient during the procedure. S+n has not received adequate documentation to fully evaluate the root cause of the reported event as responses to the clinical requests were not provided. The patient impact beyond the reported event could not be determined. The product evaluation will be performed independent of this medical investigation. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A visual inspection confirmed the handle is broken off the r3 offset impactor. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Case (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the device broke while inside the patient. No delay reported. No patient injuries reported. A s&n backup was available.